Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the xenon lamp needs to be replaced. Additional information has been requested.

Manufacturer narrative:
A service request was opened september 6, 2018 and was cancelled. On september 21, 2018, a service request was opened for the system¿s preventive maintenance (pm). Pm was completed. The system was then tested and met all product specifications. The system was manufactured on november 23, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).